Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This device was used on a system -1 base. Per the fsr, he used 1/2" x 3/32" tubing to calibrate. The occluder failed at fully occluded. He tried repositioning/rotating the tubing, immediately leaked without obtaining the full 39" of water. The fsr replaced the suspect device with a loaner device. The unit operated to manufacturer specifications and was returned to clinical use. The suspect device was returned to the manufacturer for further evaluation.

Manufacturer narrative:
During laboratory evaluation, the product surveillance technician (pst) observed slight leakage with the occluder fully closed. The internal voltages of the occluder head are within specification. The occluder head failed the force test. The pst connected the occluder head to an occluder module, then connected to a system-1 simulator. Placed a 1/2"x 3/32" piece of tubing with 39" of water in the tubing. The pst calibrated the occluder and left it in the fully closed position. Occasionally and especially when applying pressure to the tubing by squeezing it, a drop of water leaked past the occluder with the plunger fully closed. The pst measured the voltages at test point 1 (tp1) and test point 2 (tp2) on the occluder head circuit board. The voltage measurement at tp1 was 0.392 volts and tp2 was 0.395 volts. The specification is 0.40 (+/- .025). The occluder head was tested on the force test fixture by manufacturing personnel on the manufacturing floor and the results of the testing was a measurement of 48 lbs. The specification is 50-60 lbs. During visual inspection, the pst observed nothing that would cause this failure .

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the occluder head failed leak test. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed. The device was sent to the manufacturer¿s service department for repair. The service repair technician (srt) adjusted tp1 and tp2 to 0.430 volts direct current (vdc) to allow occluder to achieve sufficient closing force. There is no tolerance limit for adjusting tp1 and tp2 to achieve the required occlusion force. The srt retested occluder leak test and performed validation/release testing. The unit operated to manufacturer¿s specifications and was returned to clinical use. No additional action will be taken at this time.